Event description:
The ve lvad was implanted in 1999. In 8/2001, the facility's program director informed the manufacturer's (MFR) sales representative of the following: the patient was experiencing a yellow wrench alarm status while performing the controller self-test. The hospital staff replaced the controller and upon performing the self-test it emitted a red heart alarm. Consequently, the pt was switched back to the original controller that seemed to perform without further alarms. The pt was admitted to the hospital in 2001, for evaluation. Data was collected and sent to the MFR for evaluation this same day. Additionally, the next day, x-rays and an echo were taken, but showed nothing unusual in the pump positioning. The patient remained stable in the hospital for two (2) days with the original controller. On the third day, the hospital team planned to release the pt. They switched the pt's controller to a new one, performed the self-test and again received a yellow wrench alarm. System malfunction and alarm "a" appeared and the pump stopped momentarily emitting a red heart alarm. Once the pump restarted, a yellow wrench alarm continued. The pt remained in the hospital for monitoring until the data could be analyzed and discussed with the hospital team. In 9/2001, the MFR's sales representative was informed that the pt was returned to surgery in 2001, to exchange this ve lvad for a new xve lvad. The pt was reported to be doing well post implant and has been discharged home.